Event description:
The target lesion was the proximal right coronary artery (rca). The vessel was de-novo, concentric and a flexion lesion. Aha/acc classification of the vessel was type b2. The lesion length was 15mm and vessel diameter was 3.0mm. The procedure was an elective case. Pre-dilatation was conducted with a 3.0 x 15mm balloon at 12atm for 30 seconds. A 3.0 x 18mm cypher stent was implanted at 14atm for 40 seconds. Post-dilatation was conducted with a 3.0 x 18mm balloon at 20atm for 30 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow was 3 before the procedure and 3 after the procedure. Act was not measured. Approximately three months later, the patient suddenly passed away at home. Cardiac compression was conducted in the hospital, but the patient did not recover. Because there was some response from leg during compression, aortic aneurysm seemed not to be ruptured. Postmortem was not performed. Physician indicated that the possible cause of the thrombotic event and death was unknown due to sudden death.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. A report was received indicating a patient died of unknown causes nine weeks following cypher stent implantation. The event involved a male with a history of an aortic aneurysm. This patient's history places him at increased risk of mace. The indication for admission to hospital is not known. An elective coronary arteriogram revealed a 15mm, de novo, concentric, type b2 lesion in an area of flexion. The safety and effectiveness of cypher has not been established in these types off lesions and/or vessels. The reference vessel diameter was 3.0mm. The lesion was treated with pre-dilation followed by implantation of a 3.0 x 18mm cypher at 14 atm. Post dilation and intravascular ultrasound were conducted. Residual stenosis was 0% and timi flow remained 3 both pre and post-procedure. Pre-procedural medications included asa and ticlid while heparin was given during the procedure. Post-procedural medications included asa and ticlid. The ticlid was later changed to pletal five weeks following the procedure due to side effects. The use of gpiib/iiia inhibitors was not documented. Act values were not measured. Approximately nine weeks following cypher implantation, the patient suddenly expired at home. Cardiopulmonary resuscitation was attempted; however, was unsuccessful. An autopsy was not conducted. The cypher stent remained implanted in the patient and thus not available for evaluation. A device history records review was conducted and found the product met quality requirements for product acceptance. Based upon the information provided, it is not possible to conclusively determine the cause of the event; however, there are patient factors that may have contributed to it. The physician commented the possible cause of death might have been a thrombotic event.